Manufacturer narrative:
As reported, during withdrawal of the 11 cm. Si avanti plus transradial kit sheath, it was noted that the distal tip had fractured and that a short tip end had remained in the subcutaneous tissue of the patient. The physician had to perform an additional procedure/operation to remove the fractured tip. There was no reported patient injury. Additional information received indicated that the procedure was interventional. The physician was able to complete the procedure successfully prior to the reported product issue. The physician was able to successfully remove the separated portion of the sheath by expanding the incision of the radial puncture/insertion site of the sheath in the subcutaneous tissue and remove the separated piece. The patient did not experience any adverse event/was not symptomatic as a result of the reported product issue. There was no reported problem during insertion of the product. The physician did not experience any difficulty or encounter any resistance during withdrawal of the product. Some force was used to withdraw the product. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no problems noted during preparation. There was no other product issue noted either at the account after the procedure.  The product was not returned for analysis. Review of lot 17401892 revealed no anomalies during the manufacturing and inspection processes. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are cautioned to investigate the cause of the resistance during retraction. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during withdrawal of the 11 cm. Si avanti plus transrad kit sheath, it was noted that the distal tip had fractured and that a short tip end had remained in the subcutaneous tissue of the patient. The physician had to perform an additional procedure/operation to remove the fractured tip. There was no reported patient injury. The product will be not be returned for inspection. Additional information received indicated that the procedure was interventional. The physician was able to complete the procedure successfully prior to the reported product issue. The physician was able to successfully remove the separated portion of the sheath by expanding the incision of the radial puncture /insertion site of the sheath in the subcutaneous tissue and removing the separated piece. The patient did not experience any adverse event/was not symptomatic as a result of the reported product issue. There was no reported problem during insertion of the product. The physician did not experience any difficulty or encounter any resistance during withdrawal of the product. Some force was used to withdraw the product. There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU). There were no problems noted during preparation. There was no other product issue noted either at the account after the procedure. No additional information is available.